Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection did not veal any abnormalities. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during filling. The device was filled with approximately 100 ml of sodium chloride. There was no patient involvement. No additional information is available.